Manufacturer narrative:
The lesion was pre-dilated. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The technical investigation of the returned product revealed no damage or irregularity. The outer shaft has not been retracted. The diameter of the outer shaft complies with the specification. After flushing, a 0.018 inch reference guidewire could be fully introduced with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The technical investigation of the returned product revealed no damage or irregularity. The outer shaft has not been retracted. The diameter of the outer shaft complies with the specification. After flushing, a 0.018 inch reference guidewire could be fully introduced with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the severely tortuous mid sfa. The lesion could not be crossed with the device.